Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. It is possible that the faulty charge coupled device unit due to unacceptable tension in the assembly due to the use of an adhesive not adapted to the load or temperature collective, asymmetrical alignment of the spring, or a suboptimal adhesive device. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, endoeye hd ii video telescope, to the olympus service center as part of regular return and inspection. Upon inspection and testing of the returned device, it was observed the charged coupled device was defective. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.